Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a gap between acoustic lens and ultrasound probe (with apical adhesive detachment/peeling) was confirmed. It's likely this event was caused by stress, handling or other factors. However, a final root cause of the issue could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was determined, the bending section cover cement was worn out. In addition to the finds, the bending section cover was dirty. Due to wear of angle wire, bending angle in up direction did not meet specification due to the elongation of the angle wire. The distal end was dented. The universal cord was buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, poor cementing at the bending section cover (thread visible) of the evis exera ii ultrasound gastrovideoscope. The event occurred during customer¿s inspection. There was no report of patient harm associated with this event. During incoming inspection, it was determined there was a gap of adhesive on the distal end. Stain entered inside the lens through the gap. There was a gap between acoustic lens and ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during evaluation.